Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset pump without recurrence of malfunction alert, and was advised to continue using pump and call back if malfunction code appeared again.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown/.mobile os: unknown / unknown / unknown / unknown.